Manufacturer narrative:
Eval: brake adjuster, brake ring weldment, brake cam.

Event description:
It was reported by service report that the head brake is not locking. No pt involvement or adverse consequences are reported.